Event description:
Reporter alleged obtaining the results of 500 mg/dl and 72 mg/dl back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer reports being unable to obtain a result on the compact plus system due to an unspecified power issue. The customer reports going to an urgent care center and testing 146 mg/dl on a professional device. Customer was treated with an injection to lower her blood glucose levels (contents of the injection are not known). Requested return of suspect device, and replacement was sent.